Event description:
The home pt (hp) reported feeling full, as if were overfilled, while using the homechoice pro cycler for apd therapy. The hp reportedly feels full, has difficulty sleeping and experiences back aches during apd therapy. According to the hp, the cycler is programmed to deliver a fill volume of 2700mls during apd therapy and a last fill volume of 2500mls, which remains in the hp's peritoneum until the midday manual exchange. The hp reportedly will manually drain the 2500mls at approximately noon each day and fill back up with between 2000mls - 2300mls, which wil remain in hp's peritoneum until the initial drain phase of the next apd therapy using the homechoice pro cycler. Review of the hp's program parameters reveals that the initial drain alarm setpoint on the homechoice pro cycler is programmed at "off". The hp reportedly does not routinely check the volume of fluid drained during the initial drain phase, however hp should have approximately 2500mls of fluid to drain during this phase. The hp relates that there was no pt injury or medical intervention.